Manufacturer narrative:
Correction: h6 - component code.

Event description:
It was reported that the patient presented for follow up. An interrogation of the pulse generator showed sudden premature battery depletion. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.